Event description:
It was reported that the patient described hiccups when lying down. The hiccup symptom was unable to be reproduced during in clinic evaluation. There was a possibility of phrenic nerve stimulation occurring during automatic capture threshold testing. The atrial and ventricular capture management was disabled to see if the symptoms subsided. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 305u25, tissue valve, implanted: (B)(6) 2007. (B)(4).